Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced dyspareunia with persistent pain for 1-2 days. Partner with scratching on penis post intercourse, extrusion of mesh of 1 cm, pain in vaginal dome, scaring; estrogen prescribed. Subsequently, abdominal pain, persistent 80% of time, dyspareunia and sensation of vaginal prolapse, small cystocele, mesh extrusion of 2 cm. Later excision under general anesthesia for partial extrusion. Pathology from explant reviewed: fragments of soft tissue and mesh measuring 2.1 x 1.0 x 0.2 cm. After partial extraction, the patient experienced urge incontinence 1-2 x month, dyspareunia profound, burning with intercourse with persistent pain post u vaginal atrophy, cystocele distal, hypertonic vaginal muscle and physical therapy was performed. A transvaginal ultrasounds was performed and revealed dyspareunia with palpable mass. A vaginal exam was difficult because of vaginal pain, dyspareunia for claimant and partner; and rigid scar in vagina. She experienced in lower abdomen with hiking and/or walking. Sui multiple times a week small amount, light urge incontinence, pain, light spotting, neuropathic pain, shooting pain, bilateral hip pain in certain positions, right greater than left, pain effecting quality of life. Physical therapy not helping. Kenalog and marcaine injection. Complete removal of vaginal sling, removal of vulvar mesh with exploration of the obturator space, urethral lysis, vaginal paravaginal, dissection and mesh removal from the deep obturator internus muscles, anterior colporrhaphy under general anesthesia.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
Additional information was reported to coloplast, though not verified: prior to the aris being implanted, the patient presented with stress urinary incontinence and genital prolapse. A vaginal hysterectomy was performed, together with an anterior colporrhaphy and placement of the aris sling. Post removal of the aris in 2020, the patient¿s painful condition improved, but urinary leakage increased. Physiotherapy and a pessary were tried without success, and finally a biologic strip urethropexy was performed in march 2021. Subsequent evolution was not provided.

Manufacturer narrative:
Correction: h6 health effect- clinical code e2333 removed. Complaints of this nature are monitored and captured within the product risk documentation excluding prolapse. A clinical assessment has determined there is no causal relationship between aris or its associated surgical procedure for prolapse. No further action or corrective action is required at this time.